Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm and measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm and measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.